Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. No additional adverse patient effects were reported. At this time, this ra lead remains in service. Due to limited information received, further follow up to obtain related details was not possible.